Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the partial lead distal portion was returned in one piece measuring 41.4 cm. Insulation degradation was found at 29.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.